Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked on (B)(6) 2025, the patient was admitted to the hospital for treatment of ¿traumatic injury causing bilateral ankle swelling and pain with impaired mobility for 3 hours¿. On (B)(6) 2025, when the nurse was preparing the patient's closed-end indwelling needle for infusion therapy, she tore open the package, connected the infusion channel and found that the closed-end indwelling needle was leaking, so she immediately replaced the needle and reported it to the relevant authorities.

Event description:
No additional information is available.

Manufacturer narrative:
Complaint history review could not be performed as no valid batch/lot number was made available for this reported event. Device history record (DHR) review could not be performed as no valid batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no valid batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and valid batch/lot number information.